Manufacturer narrative:
(B)(4). (B)(6). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported failure to advance and the subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The other two graftmaster stents are filed under separate medwatch report numbers.

Event description:
It was reported that during a mid to proximal chronic totally occluded (cto) right coronary artery intervention, a perforation occurred. A 4.0x19mm graftmaster stent was advanced, but failed to cross the perforation and was removed without issue. Two graftmaster stents were implanted; however, required additional extended balloon inflation to successfully seal the perforation with a good result. There was no reported clinically significant delay in the procedure due to the graftmasters. No additional information was provided.